Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, varying impedance and high pacing threshold were observed. Perforation was noted. Diagnostic imaging revealed pericardial effusion and pericardiocentesis was performed successfully. The lead was explanted. Patient condition was good after the procedure.